Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2018 44 mmol/l. Customer¿s current blood glucose level of 6.7 mmol/l. The customer provides symptoms as a result of high blood glucose such as nausea. Customer reported that they treated it with intravenous drip with insulin, syringes. Troubleshooting was done for high blood glucose. The reservoir will not be returned for analysis.